Event description:
It was reported that the insulin pump had a frozen display. The blood glucose reading was 275 mg/dl. The customer stated that she was sleeping when the device alarmed, and when she awoke to check it, a number 7 showed on the display. She stated that there were no other icons visible and that the buttons were not responsive. She was advised to change the battery out, monitor the device for 2 hours, and call back if the issue persisted. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.